Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device failed distal pressure. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device distal pressure sensor pin was broken.